Event description:
It was reported that the patient was implanted with a trochanteric fixation nail system on (B)(6) 2012, for a hip fracture. Patient returned to the surgeon complaining of pain. It was determined that the helical blade was prominent on the lateral cortex, so the patient was returned to the or on (B)(6) 2013, for removal of the tfn nail, helical blade and distal locking screw. Patient was revised to a hemiarthroplasty hip. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.